Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported issue (no image) could not be reproduced by olympus during the evaluation of the device. Therefore, the root cause of the reported events (no image and 30 min procedural delay) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were not confirmed. The camera head tested ok, and the loss of image could not be confirmed. The cable had multiple kinks and was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was no image and a blank screen on the hd 3cmos autoclavable camera head during the diagnostic hysterscopy. There was a 30-minute delay before abandoning the procedure. The patient¿s overall outcome was not good and they were upset at the delay. An extended hospital stay was not required. There was no extended anesthesia or sedation required. The device was inspected before use per the instructions for use (IFU). There were no other devices involved in the event. No further patient harm was reported.